Manufacturer narrative:
The reliability analysis inspected one opened and or used enlite sensor and found sensor cannula broken with traces missing. It was unable to be confirmed that the customer received sensor damaged, due to customer returning the sensor opened and or used.

Event description:
The customer reported via phone call of issues with motor error alarm, and lost sensor. The customer's blood glucose level at the time of motor error alarm was unknown. Troubleshoot for the motor error alarm was conducted, and the device was able to rewind. The customer was advised that the device would be replaced. The customer's blood glucose level at the time of lost sensor was 180mg/dl. Troubleshooting was conducted, and the customer is returning the sensor and receiving replacement.